Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation, the trunk cable connector was physically damaged. The electrode belt was unable to securely connect to a monitor due to the bent connector pins. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to complete incoming functionality testing.